Event description:
Reportedly, the devices were received in bad condition when delivered, the oto dr, sn (B)(4), and the oto sr, sn (B)(4), shipped via ups were delivered wet to the customer.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
A review of the manufacturing records did not present any irregularities during the final packaging inspection process. It should be noted that with such an irregularity on the external packaging, the products would have not been released for distribution. Therefore, it is concluded that the observed issue was most probably generated during transportation. Corrective actions are on-going in order to reduce the occurrence of packaging damaged during the whole transportation cycle.

Event description:
Reportedly, the devices were received in bad condition when delivered, the oto dr, sn (B)(6) and the oto sr, (B)(6) shipped via ups were delivered wet to the customer.